Manufacturer narrative:
Follow-up report - additional information - 03/14/2017: device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, two of the battery tri-cells were depleted. The root cause of the depleted cells was unable to be positively identified. Follow-up report - correction - 03/14/2017: the initial reporter was corrected to the us distributor. Device manufacture date: sn (B)(4): 01/21/2015. Sn (B)(4): 05/01/2013. Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.